Manufacturer narrative:
No response was received after multiple attempts, thus status of sensor removal could not be confirmed.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On may 15th 2020, senseonics was made aware of an adverse event where physician was unable to remove the sensor in the first attempt made.